Manufacturer narrative:
Kimberly-clark was initially alerted on april 2, 2019, however we received sufficient information to enable processing of the event on april 30, 2019. K-c has reached out to the reporter to request further consumer information including product information and situation details. A model, UDI or manufacturer lot code were not provided. The reported brand name is the default for when tampon brand was not given. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated that the consumer reported a tampon came apart upon removal and tampon pieces remained inside of her. She sought medical assistance and was diagnosed with a yeast infection.